Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a field service engineer was informed by pharmacy that the issue could be internal pharmacy information technology (it) related, where certain medication identification number (ids) were not crossing over to the pyxis system. It was determined that the issue was not hardware related. The pharmacy team planned to engage the rx informatics team and bd it support for further investigation and resolution. Then field service engineer proceeded to close the case.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator user was unable to retrieve medication (fentanyl with sodium chloride). The customer indicated that the issue primarily affected controlled substances stored in the refrigerator and reported that after rebooting the station, medication retrieval worked temporarily; however, the issue recurred after approximately 1-2 hours, requiring another reboot. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.